Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying b30 and e216 scope communication errors during procedure preparation while connecting the scope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, error codes b30 and e216 were not reproduced. Additionally, the socket connector is in poor condition, the inside of the unit is dirty with traces of rust on the side, severe dust was clogged in the fan, and there was a depletion of the xenon lamp and the lifetime of the lamp counter was detected; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.